Event description:
Pt had dual chamber pacemaker insertion in 2002. 2003 - pt had to have repositioning of ventricular lead due to malfunction of pacemaker. 2005 - had a new dual chamber pacemaker insertion with preop dx being pacemaker generator end of life.